Manufacturer narrative:
Additional information : the potential lot # r19c12032 was manufactured on march 13, 2019. A batch review was conducted on the potential lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - the customer reported a potentially associated lot number, r19c12032. Manufacturing facility - the device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada principal ave, las americas, parque industrial cartago, 30106 costa rica. Baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets became disconnected from the IV site during infusion. The nurse was unable to reconnect the sets. The sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.